Manufacturer narrative:
Additional information: d9, h3, h6. H10: two (2) samples were received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye and magnification noted one (1) sample had a broken occluder feet to the main body; there was a substance around the threads of the main body and inside the twist sleeve. Functional testing including leak, clear passage, clamp function testing was performed with no issues noted. The reported separation was verified. The cause of the separation could not be determined; however, the broken set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. The second sample was visually inspected with the naked eye and magnification which observed the female connector separated from the main body. Functional testing including leak testing was performed with no issues noted. The cause of the separation between the female connector and main body was determined to be manufacturing related due to inadequate solvent to the set. A nonconformance has been opened to address this separation issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the white twist clamp (twist sleeve) of the transfer set was separated from the main body (light blue). This occurred during use of the device for peritoneal dialysis therapy. There was no patient injury associated with this event. No additional information is available.